Manufacturer narrative:
The device remains implanted in the patient hence device evaluation could not be performed. The reported event was confirmed based on returned image review. The root cause of the endoleak, based on the clinical assessment, was from continued patient iliac dilation. There were no product issues identified in the event. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history shows that no other units from this lot have been involved in any similar complaints. The product fmeas have been reviewed and confirmed that the risk has been accurately captured. The product labeling has been reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Event description:
It was reported that approximately 61 months post implant of a bifurcated device, and suprarenal aortic extensions, a follow up computed tomography scan revealed a distal endoleak. The patient was treated with additional limb extensions which successfully corrected the endoleak. Reportedly, the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.